Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective photometer lamp. The fse also observed the sample filter housing was incorrectly installed upside down. The fse replaced the photometer lamp and reinstalled the sample filter to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low acetaminophen (acet) and salicylates (saly) patient results on their dxc 700 au clinical chemistry analyzer. The acet and saly reagents are third-party products. The samples were repeated with higher results considered normal by the customer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.